Event description:
It was reported that the ventilators touchscreen was not working. There was no patient involvement. The customer was advised to replace the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the touchscreen to address the issue. The unit was returned to use.